Event description:
It was reported by service report that the fuse drawer and fuses to power inlet were missing and the fowler was inaccurate. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Inaccurate fowler angle.